Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors were not detected on bus. A field service engineer identified that the auxiliary tower was not detected on the bus due to a loose master-to-slave cable connection at the back of the med station. It was observed that the screws securing the cable were broken, resulting in an unstable connection. The fse removed the faulty cable and replaced it with a new one, ensuring it was properly secured by tightening the screws at both the station and the tower to prevent future disconnections. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doors were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.